Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned. The suspect multifunction cable was removed and returned. Testing of the cable duplicated the malfunction, which was attributed to an open within the wire at the patient end.